Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 400 mg/dl. The customer had symptoms such as vomiting. The customer stated that the sensor caused pain and blood glucose kept going up. The customer was treated with IV fluids and the sensor was removed.